Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about two weeks ago the patient started to use the restroom more often. The caller needed some help programming the device. When helped patient connect to the stimulation, they said it said they were on program 2 at .7ma and they were supposed to be on program 3 at .7ma. Walked caller through changing the program and increasing the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable.